Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had malfunctioned and was reading out of the temperature range. The field service engineer (fse) observed the remote manager display showing a temperature value of negative ninety-nine. The temperature probe was replaced, but the issue was not resolved. The drawer controller was then replaced, which resolved the issue. The system passed the acceptance test with results recorded in the feed, and the customer successfully inventoried a medication. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed due to out-of-temperature conditions. The station rebooted, and the temperature showed 100 deg c on the station screen and -99 deg c in the remote manager. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.